Manufacturer narrative:
(B)(4) b3: the event date is the publication date of the article. D1: unknown bicortical motionloc screws x4. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown ncb plate. E1: the trial was an international, multicenter, randomized controlled clinical trial performed across 16 participating centers in canada and the united states. The methods center, located at the university of british columbia in vancouver, canada, coordinated the trial. G2: canada journal article citation: far cortical locking versus standard constructs for locked plate fixation in the treatment of acute, displaced fractures of the distal femur. Lefaivre, k a.; slobogean, g; o¿hara, n n.; o¿brien, p j.; the canadian orthopaedic trauma society (cots) investigators. , et al. (2024) http://dx.doi.org/10.2106/jbjs.23.01390. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
A journal article was retrieved from the journal of bone and joint surgery (2025) that reported a study from canada. The purpose of the study was to test the hypothesis in a comparative effectiveness clinical trial that far cortical locking (fcl) constructs lead to improved fracture-healing as compared with that achieved with traditional locking plates. The trial was an international, multicenter, randomized controlled clinical trial preformed across 16 participating centers in canada and the united states. The study reviewed 167 patients (84 fcl screws/83 standard screws) within a broad, heterogenous population that experienced ao/ota type 33a or 33c distal femoral fractures. Patients were randomly assigned to treatment with fcl screw fixation (ncb distal femur plate with ncb motionloc screws; zimmer biomet) or standard screw fixation (ncb distal femur plate with standard ncb screws; zimmer biomet). The fcl group required the use of 4 bicortical motionloc screws for fixation in the shaft, with no specified working length. The standard group allowed locking screws, non-locking screws, and hybrid constructs (i.e., a mixture of locking and non-locking screws) and any working length. The indication for surgery was a mechanism of injury that includes the following for the fcl screw group/standard screw group: driver/passenger in motor vehicle accident (9/14), pedestrian of motor vehicle accident (5/5), motorcycle accident (8/4), fall (58/54), direct trauma (1/2), and other (3/1). The study population had a mean age, at the time of surgery, of 63.0 ± 15.4 years for the fcl screw group and 63.9 ± 17.3 years for the standard screw group; male/female ratio of 27/57 within the fcl screw group and 26/57 within the standard screw group . Follow-up was conducted at three months, six months, twelve months after fixation. A journal article reported one patient within the fcl screw group experienced a soft tissue or wound healing issue. Attempts have been made, and no further information has been provided.

Event description:
Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, e1, g2, g3, g6, h2, h6, h11. Corrected data: h6 component codes. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. The product has not been returned. No product evaluation was able to be completed. The reported event is not related to the device; therefore, a compatibility review is not applicable. No further actions will be initiated as a result of the reported event. The root cause of the reported event is not device related. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth, and swelling, as healing time may be delayed. This deviation signifies an alteration in the wound healing process, which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d), which promotes healing at the site and prevents further complications. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.